Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes.

Event description:
It was reported on (B)(6) 2024 at 2320 the primary clinician and another clinician hung a new bag of heparin. The rate was not changed and a dual sign off was completed. At 0315, the pump module was alarming air-in-line and the bag of heparin was empty. The pump settings were re checked and found to be correct, there were no signs of fluid on the ground or in the trash can. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Event description:
It was reported on (B)(6) 2024 at 2320 the primary clinician and another clinician hung a new bag of heparin. The rate was not changed and a dual sign off was completed. At 0315, the pump module was alarming air-in-line and the bag of heparin was empty. The pump settings were re checked and found to be correct, there were no signs of fluid on the ground or in the trash can. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported on(B)(6) 2024 at 2320 the primary clinician and another clinician hung a new bag of heparin. The rate was not changed and a dual sign off was completed. At 0315, the pump module was alarming air-in-line and the bag of heparin was empty. The pump settings were re checked and found to be correct, there were no signs of fluid on the ground or in the trash can. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Correction: unique device identifier (UDI) #. Additional information: imdrf annex a code and manufacturer narrative. Investigation summary: the report of over infusion of heparin was not confirmed or replicated during the investigation. The returned device and logs were fully evaluated, and no anomalies were observed during laboratory testing. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ the customer provided an event date of 04 april 2024 at 3:15 am. ¿ on 03 april 2024 at 7:14 am, the user selected guardrails drugs and programmed a primary infusion of ¿heparin¿ for a drugid=246 with a rate of 17.5ml/hr and a volume to be infused (vtbi) of 220ml. The infusion was started and completed as scheduled. ¿ at 11:26 am, the pump module was selected, and the user updated the vtbi to 245ml. The user then started the infusion. ¿ on 04 april 2024, between 3:29 am to 3:46 am, the pump module alarmed one (1 time) for ¿flow stop open¿, one (1 time) for ¿air in line¿ and was paused two (2 times). The infusion was restarted after every alarm and pause. ¿ at 3:47 pm, the pump module was selected, and the user updated the vtbi to 245ml. The user then started the infusion. The pump module alarmed twice for occluded patient side. The infusion was restarted and paused immediately. ¿ at 3:57 am, the pump module was channeled off and the pcu was powered off. ¿ the total primary volume infused for the two programmed infusion was calculated to be 72.877ml. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a040502, a1801, g04037, g02017, c23, c0601, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.